Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: valve came loose.

Event description:
Patient reported "valve came loose". This record is for the right side. Device was explanted and replaced.